Event description:
It was reported that the catheter became dislodged and reconnection was required. No patient symptoms or outcome was reported. The drug contained in the patient's pump was not reported.

Manufacturer narrative:
Results: catheter.